Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that while trying to pace, therapy is not being applied correctly. The users increase the pacemaker current and the patient shows muscle contraction but fails to stimulate the heart beats itself. No negative patient impact was reported.